Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): ddbb1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient experienced dizziness and fatigue. The right ventricular (rv) lead had elevated pacing thresholds and was exhibiting inconsistent capture. Review of performance data indicated an increase in pacing impedance. A fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.